Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2020 (related manufacturer reference number: 3006705815-2020-02363, 3006705815-2020-02364) the physician was unable to gain epidural access and to place the lead due to the significant amount of scar tissue. Therefore, the revision procedure was abandoned.